Event description:
The patient stated that she experienced elevated blood glucose the last two times her insulin cartridge was almost empty. She stated that in 2007, her blood glucose measured 436 mg/dl and 464 mg/dl. She stated she changed her insulin cartridge and bolused to lower her blood glucose. The patient stated that on the morning of eight days later, her blood glucose measured 266 mg/dl and she had 56 units of insulin remaining in her cartridge. She stated she changed her insulin cartridge and bolused to lower her blood glucose. No symptoms of elevated blood glucose were reported. At the time of the report, the patient's blood glucose measured 126 mg/dl. Her normal blood glucose range is 80-120 mg/dl. Upon follow up two days later, the patient stated that her blood glucose was still slightly elevated at 335 mg/dl. It was then discovered that the patient's basal rates were set 0.1 units lower than needed. The patient was assisted in correcting her basal rates. Upon further follow up two days later, the patient stated that within a half hour of adjusting her basal rates, her blood glucose lowered. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.